Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: a review of the pump¿s black box did not reveal any loss of prime. There was no data in the pump history from the time of the reported loss due to continued use. The rewind, loss and prime steps were performed successfully with no alarms. The force sensor calibration passed. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.